Event description:
The biomedical engineering dept called in 2008 about sending the ensite dispersive filter back to st. Jude medical for testing. It was reported that the pt received a burn under the rf return patch on her left flank during an atrial fibrillation ablation procedure. The extent of the burn is unk as well as the current condition of the pt. The biomedical engineer stated that they are looking into every piece of equipment involved in this incident, which would include the st. Jude medical dispersive filter as it resides in front of the stockert rf generator on the return circuit for this unipolar ablation set up. The name of the electrophysiologist involved in this case in unk. No add'l info has been received from the biomedical engineering dept as of 9/5/2008.

Manufacturer narrative:
We are awaiting device return. A followup medwatch report will be submitted upon completion of our investigation.